Event description:
It was reported that customer experienced alarm 2 followed by alarm 26, indicating an occlusion issue while using infusion set and cartridge with nova rapid insulin on reported event date. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery, reported no frequent or recurring occlusion issues, and no additional assistance was needed as technical support planned to close case.